Event description:
As reported by the customer: "about 3.5 weeks ago (called in 2008), the pt had a problem with running a pump. When it finished the food it didn't alarm. This resulted in food sitting in the tubing overnight that caused a blockage. In the morning they couldn't flush the tubing or give meds which resulted in needing to have the feeding tube replaced."

Manufacturer narrative:
Actual device involved in the event was evaluated. Performance tests performed. Specifically, the ability to alarm with and without food was tested. The pump was tested using the same food brand as was reported to be used by the pt. The pump successfully detected air/no food and alarmed accordingly. Device was found to be within specification. Conclusion: device evaluated and alleged failure could not be duplicated. Cause of event unk. The pump was found to be in specification. The reason to report this incident is because the pt was reported to have had feeding tube replacement, which requires surgery. The cause of the feeding tube getting blocked/clogged is unk. The delivery set was not returned for eval.